Event description:
It was reported when using the bd a-line¿ syringe w/o needle had a lack of plunger flange. The following information was provided by the initial reporter. The customer stated: lack plunger flange.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken plunger rod was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of broken plunger rod was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken plunger rod. Bd was not able to identify a root cause for the indicated failure mode. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.